Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that ultrafiltration (uf) pump was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility called into technical support and reported that a 2008k2 hemodialysis (hd) machine had ultrafiltration (uf) issues with 13 minutes left on the treatment clock. The uf pump remained on after the uf removal goal was reached. The issue was immediately addressed and the patient was able to complete the treatment. The patient¿s pretreatment weight was (B)(6) kilograms (kg) and post treatment weight was (B)(6) kg. The uf removal goal was set to 1800 milliliters (ml). The total uf removed was 1805 ml. No patient harm or adverse event related to this issue. The biomed replaced and calibrated the uf pump to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.